Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room for chest pain. Upon interrogation, high out of range pacing impedances above 2000 ohms were observed on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD). Oversensing of noise on the rv channel resulted in the delivery of four inappropriate tachy shocks. Additionally, the rv amplitude was measured out of range. The rv lead was suspected to be fractured. A revision procedure was performed and the rv lead was replaced. The rv lead was a competitor's product. This ICD remains in service. No additional adverse patient effects were reported.